Event description:
It was reported to philips that the patient had punched the device which led to display damage. The patient was not injured. The device was in patient use. The patient was transferred to another ventilator. There was no patient harm noted. The customer spoke with a philips remote service engineer (rse) to request the part number for the ui assembly. Following the evaluation of the device, the customer replaced the ui assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.